Event description:
Co was notified by an ophthalmologist of two women who developed endophthalmitis after implantation of uv-absorbing silicone lens, model 920. Specific info as to treatment or surgical intervention were unknown at of the initial report. Add'l info as to eval of the endophthalmitis, treatment and outcoem are being sought from the ophthalmologist. MFR investigation of the batch records was performed, all acceptance criteria was met. Lab reports were reinspected and no discrepancies noted, and all release criteria was met in conclusion, the product is not responsible for endophthalmitis.